Event description:
A monopolar electrosurgical cable was lying across the patient during a laparoscopic cholecystectomy case. When the surgeon leaned on the cable while applying electrical current to the operative site, the surgeon received a shock. This was at a point where their arm contracted the cable. No other problems were reported and there was no pt injury.